Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pulse generator, (B)(6) 2006. (B)(4). Lead not received by manufacturer.

Event description:
It was reported that the unipolar impedance had decreased, and when an attempt was made to change to bipolar the patient became asystolic. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.